Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on june 12, 2024, from a retrospective study: on (B)(6) 2021, this 76-year-old female patient underwent endovascular treatment for a degenerative thoracoabdominal aneurysm. The patient was treated with a cook t-branch device, a bare metal stent, a bentley begraft, and three gore® viabahn® vbx balloon expandable endoprostheses (vbx device). Gore vbx devices were placed in the celiac trunk and the bilateral renal arteries. The vbx devices were successfully navigated to their intended location and successfully deployed. Device catheters were successfully removed. All devices were noted as patent at the end of the procedure. On (B)(6) 2024, it was discovered through cta that the patient had occlusion of the right renal artery (rra). The occlusion was noted to be stent-graft-related. In addition, ultrasound showed atrophy of the right kidney, indicating permanent impairment, therefore no treatment was performed. Furthermore, the physician reported that the native rra had a small lumen and that the post-operative cta dated on (B)(6) 2021, showed dissection of the rra, and that he suspects this to be the cause for the thrombotic occlusion of the vbx device (mpdcase (B)(4); manufacturer report number 2017233-2024-05076). The following was reported to gore on april 25, 2025, from the medrio vbx 2104 study database: on (B)(6) 2025, it was noted the patient had stenosis of the vbx stent in the left renal artery. The stenosis was noted to be graft-related and required hospitalization and a reintervention. The patient is noted to have recovered without sequelae. On (B)(6) 2025, the patient underwent an endovascular reintervention to the left renal artery for stenosis. The patient had a pta with a gore® viabahn® endoprosthesis with propaten bioactive surface placement. The device was noted to be patent at the end of the procedure. It is also noted that patient suffered acute renal failure as of on (B)(6) 2025. The patient had an already occluded and hypoplastic kidney on the right side and now the only functioning kidney was affected by the significant in-stent stenosis which caused the acute renal failure. Revascularization of the stenosis and relining of the stent was the solution for the situation together with blood pressure and fluid balance management. Postoperative the patient¿s creatinine decreased to her usual creatinine values. The patient was noted to be resolved of this on (B)(6) 2025. The patient is well and the latest creatinine control on (B)(6) 2025, was good.

Manufacturer narrative:
The information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred.

Manufacturer narrative:
Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events, potential clinical and device adverse events. Possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.